Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the micropituitary broke at the tip. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. Visual and functional inspection did not identify issue with handle. The inferior fixed jaw is fractured and bent to one side. The location, direction and amount of force required in order to crack and bend the jaw, is consistent with application of excessive bending force. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.